Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user was educated by nurse on use of stomahesive powder and sensi care sting free skin protectant barrier wipes. Referred to local ostomy nurse or physician. End user reports using water to clean the stoma, as well as uses antibacterial ointment sometimes and aloe vesta protective barrier. No add'l info has been provided to date. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Manufacturer narrative:
The product associated with batch 4c00730 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported end user observed red skin around the stoma that extends out one half inch encircling the stoma. Area is warm and tender although this has improved since (B)(6) 2014.